Event description:
Healthcare professional reported that a patient was injected with an unspecified dermal filler. The patient experienced ¿vascular occlusion¿ and it was ¿necrosing, indicating occurrence may have been a week ago¿ at the medical cheek, possibly facial artery. Event is ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "vascular occlusion" and "necrosing" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.